Manufacturer narrative:
This report is submitted on february 1, 2021.

Event description:
Per the clinic, the patient experienced pain and inflammation at the post-operative pain which was treated with an oral antibiotic.